Event description:
It was reported to philips that the system's geometry movements were unavailable. The patient was moved to a different room to complete the procedure.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected a non-emergency procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Field service engineer (fse) visited onsite and confirmed that the system¿s geometry movements were unavailable. After reviewing log, it confirmed that malfunction. During troubleshooting, it is found an unknown key was pressed, causing boot errors and preventing geometry movements. The fse replaced the geo module, but the issue persisted. Further investigation showed the bolus chase speed controller had an internal blockage, causing false key presses. After rebooting and testing, the system was verified to be fully functional. After replaced the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.